Event description:
An aneurx stent graft system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient anatomy appeared acceptable however, there was severe angulation where the iliac limb took off. It was reported that the bifurcated stent graft was successfully implanted. The physician was having difficulties cannulating the contralateral gate with an iexc182485 which was inserted and removed from the patient. It was reported that there was only one introducer sheath available in the surgery suite for this case, the physician finished the left side and removed the sheath from the patient. The physician then inserted the same sheath in the right side. Due to the patient's anatomy the sheath would not advance to the intended location. The physician was able to advance the sheath partially up to the intended location however, the physician still wanted to try to get the iexc182485 to the intended location. The physician was pushing hard on the delivery system trying to get the device to advance but was unable to advance the device to the correct location but the physician elected to place the device 1.5cm lower than intended, even though it was not an ideal location. The physician's intentions were to bridge the gap between the bifurcated stent and the iexc182485. It was reported later in the procedure this portion of the artery with the stent graft was removed from the patient. It was found that one of the runners was between the artery wall and half of the stent graft that was removed. (MFR report# 2953200-2007-00124) the sheath was removed from the patient because there was not enough room to insert the iexc181885 to bridge the gap. It was reported that the physician was pushing really hard to advance the iexc181885, then suddenly the patient's blood pressure dropped, the physician removed the device from the patient. The physician then inserted a reliant balloon in the bfxc2816135 to occlude the blood flow. An angiogram was performed; there was a perforation in the iliac artery. The physician placed another iliac limb but was unable to get a good seal. The physician elected to surgically convert the patient to an open surgical repair. The physician opened the patient up. In the mean time another physician came in the room and suggested that the physician not convert the patient but to perform an end to end anastomosis (the surgical connection of two tubular structures, end to end in which the ends of two structures are joined) from the bifurcated stent graft to the common iliac with a 12mm conduit, removing the right iliac artery and the hypogatric was tied off. The conduit was attached to the common femoral artery and the case was completed. The physician then recannulated the contralateral gate inserted and placed an iliac limb in the left side. No additional sequelae were reported and the patient is fine.